Event description:
Attempted thoracentesis. Portion of catheter sheared off into the left pleural space when needle protector was put in place. Catheter removed 4 days later during thoracotomy and decortication for the lt pleural effusion and empyema.